Event description:
A minimum fill notification was reported. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. The customer was guided by technical support through the process of filling and loading a new cartridge onto the pump, after which the issue was resolved, and they were able to resume insulin delivery.